Event description:
Report rec'd that the pt expired due to sepsis and ventricular fibrillation during the explant procedure to remove the infected pacing system. Explant method: thoracotomy. Technique/tools: not provided. Complications listed above.